Manufacturer narrative:
The root cause category is non ¿assignable (complaint not confirmed).after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports ¿burned her, melted her skin¿. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in processing testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691 t26693 t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same subclass .this batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693 and t26686 & s68516) per investigation (B)(4). Summary for safety: investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vaccum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifol.

Event description:
Burnt, melted skin/very red, like a round circle and crescent type of configuration on her abdomen the size of an inch/ very painful to touch/ [thermal burn], when she took of the heatwrap her skin peeled off/open wound [wound]. Case narrative: this is a spontaneous report from a contactable other health professional retired nurse. A 59-year-old female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number: t26691, expiration date jul2020) from an unspecified date to on (B)(6) 2018 for cramps. Medical history was reported as none. Concomitant medication includes ongoing unspecified nutritional supplements. Consumer previously used thermacare heatwrap for joints on her hands and had no problems. The patient experienced burnt, melted skin/very painful to touch, when she took off the heatwrap her skin peeled off on (B)(6) 2018. It is red, very red, like a round circle. There is another piece above that, that is like a crescent type of configuration on her abdomen the size of an inch. Consumer stated it is still an open wound that has not healed. Therapeutic measures included neosporin and a band-aid over the affected area. Surgical intervention was not required. The consumer confirmed this wrap was a single use, it was not reused or reprocessed by the patient. Reporter considers the events of burnt, melted skin related to thermacare menstrual. Consumer has discarded the used heatwrap but has one remaining in the box that was not used. Action taken in response to the events were permanently withdrawn. The outcome of the events are not resolved. Conclusion from the product quality complaint group included: the root cause category is non - assignable (complaint not confirmed).after a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "burned her, melted her skin". The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in processing testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation (B)(4) t26691 t26693 t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same subclass. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693 and t26686 & s68516) per investigation (B)(4). Summary for safety: investigation of adverse events for burns with thermacare lots identified a defect in wraps to batches s68516, t26686, t26691 and t26693, originating from the manufacturing process. During the manufacture of thermacare, the bottom sheet of the wrap is drawn into forming plates by vaccum to form the cells. The cells are then dosed with the chemical components (iron, charcoal, absorbent material and brine solution). A top sheet/film (that has holes to regulate airflow to the dosed cells to control the chemical reaction that creates heat) is placed over the lower sheet that has the dosed cells. The top and bottom sheets are then aligned and passed through the heat seal roll, which heats and compresses the films together to bond them and seal the cells to prevent leakage. Brine addition is designed to target the center of a cell. Brine is delivered from the individual pumps through a manifold which then routes it through individual hoses. When air is present in the brine line, brine solution will dribble out onto the wrap in an uncontrolled manner as the wrap moves under the brine dosing manifold. The hoses are connected via a quick connect fitting. Evaluation of returned wraps confirmed that brine solution was present outside of the heat cells and prevented proper sealing of the upper and bottom sheets. Based on evaluation of the wraps returned, the most probable root cause for this incident is air getting into the brine line caused by a loose brine hose connection. The error with the brine system most likely occurred during setup and one or more of the hoses may not have been connected properly. The batches identified in the scope of the incident were manufactured consecutively and impacted from one equipment setup where one or more of the hoses may not have been connected properly resulting in vaccum not being held allowing air to enter the line, causing intermittent dripping of brine outside the heat cells. Site review of the batch device history record for the batches concludes all release requirements were met. There were no out of specification (oos) results recorded during the production of these batches. Review of manufacturing in process and quality checks associated with the batches indicates that all required inspections were performed and all inspections criteria were met. For all wraps tested during manufacture, none had leaking or damaged cells .a visual inspection of retain samples for each batch was also completed (and showed no defects to the wraps, all have cells packed with good seals, none damaged or leaking. The brine solution prevented the wrap to properly seal resulting in the cell contents to leak. Based the all in process and quality checks passing during manufacture of these batches, the defect occurred at a low frequency. Preventative actions: create a procedure for setup of the brine system. This document will include instructions to properly handle the brine manifold, verify air isn't within the supply lines, provide instructions to ensure the lines are secure to the connectors to prevent any air from entering the system and define purge times based downtime intervals.(completed). Replace current brine manifold to dispensing plates supply lines (push/pull disconnect) with an improved connection intended to reduce the chance for system leaks. (Completed). Implement a heat pack maker hourly inspection, include proper line dispensing ,stray chemistry, build-up in platens& seal roll cleanliness and directions for product isolation in case of any failure. Complete evaluation of the wrap size and determine the need to increase the outside border of the wrap from 3mm to 5 mm. Complete evaluation of the brine solution detectability by the quality checks cameras either by coloring the brine solution or use of a strong uv absorber. Follow-up (21jan2019): new information received from product quality complaints included: investigational result. Company clinical evaluation comment: based on the information provided, the events of "burn" and "open wound" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn" and "open wound" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burnt, melted skin/very red, like a round circle and crescent type of configuration on her abdomen the size of an inch/ very painful to touch/ [thermal burn], when she took of the heatwrap her skin peeled off/open wound [wound]. Case narrative:this is a spontaneous report from a contactable other health professional retired nurse. A (B)(6) female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number t26691, expiration date jul2020) from an unspecified date to (B)(6) 2018 for cramps. Medical history was reported as none. Concomitant medication includes ongoing unspecified nutritional supplements. Consumer previously used thermacare heatwrap for joints on her hands and had no problems. The patient experienced burnt, melted skin/very painful to touch, when she took off the heatwrap her skin peeled off on (B)(6) 2018. It is red, very red, like a round circle. There is another piece above that, that is like a crescent type of configuration on her abdomen the size of an inch. Consumer stated it is still an open wound that has not healed. Therapeutic measures included (B)(6) and a band-aid over the affected area. Surgical intervention was not required. The consumer confirmed this wrap was a single use, it was not reused or reprocessed by the patient. Reporter considers the events of burnt, melted skin related to thermacare menstrual. Consumer has discarded the used heatwrap but has one remaining in the box that was not used. Action taken in response to the events were permanently withdrawn. The outcome of the events are not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn" and "open wound" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burn" and "open wound" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.